Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following a discontinued treatment.. The patient couldn't tell where the solution was coming from. During a follow-up the patient's pd nurse reported that the patient did complete the treatment the night of the incident using manual exchanges. There were no injuries or adverse event reported. The set was discarded.